Event description:
Upon withdrawal of the savary dilator the tip of the guidewire emerging from the tip of the dilator was bent. A short ~1cm segment was sticking straight out and the remaining ~10 cm of guidewire was bent in a fixed position. I have never seen this before. The concern was that she may have suffered an abrasion upon withdrawal of the dilator. Upon reinspection of her esophagus it appeared she had a mucosal break in her upper esophagus. Of course I don't know if this was dilator induced or guidewire induced. The patient felt fine without pain upon departure.